Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual examination of the loading units noted that the staple cartridge was pre-fired and engaged in interlock. There were staples protruding from proximal staple cartridge channel. The anvil clamping mechanism was deformed. The interlock was overridden, and the loading unit was applied to test media, producing acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. The file was concluded to be a misuse of the product. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time by ceasing the placement of staples and tissue transection, in order to prevent patient harm. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. However, the investigation detected a secondary condition of deformed anvil clamp mechanism that has no relationship to the reported incident. Replication of the anvil clamping feature deformation may occur through manipulation of tissue using the anvil side of the loading unit, or clamping over excessive thickness. A review of the current complaint data reveals no trend for a device related failure for this condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the lung cancer radical surgery, while device was being applied on lung lobe, the lever could be squeezed, the stapler did not fire. In order to complete the procedure, both the stapler and the staple were replaced.